Manufacturer narrative:
(B)(4). Product will not return since customer is satisfies with the meter performance. Customer opened other test strips vial. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl) and when performing a control test. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-120mg/dl fasting. Verified the strips expire 11/17/2018. Customer confirms the strips have been properly stored and were first opened 3/4/2016. Reviewed meter memory: a 200mg/dl (B)(6) 2016 12:00:00 pm fasting:no; a 160mg/dl (B)(6) 2016 09:30:00 am fasting:yes; a 144mg/dl (B)(6) 2016 07:55:00 am fasting:yes; a 89mg/dl (B)(6) 2016 05:30:00 am fasting:yes; a 223mg/dl (B)(6) 2016 09:30:00 pm fasting:no. Customer is not concerned with any of the results reviewed in the meter memory. Customer calling stating that last week he received results of lo using his true results meter, (B)(6) 2016 at different times of the days as well as error e-2. Customer instructed explained what e-2 and low message means and customer stated that was not having any diabetic symptoms the time of these results. Customer stated that finished this vail he was using on (B)(6) and started using a new vail with the same lot # ps2577 and the meter is working well.